Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the patient presented in clinic for follow up with back pain, unrelated to the device, when high capture threshold and low pacing lead impedance were observed due to lead becoming dislodged. The lead was explanted when repositioning was not successful. The procedure was completed successfully. The patient condition was stable before, during and after the procedure.